Event description:
Complainant alleged that while treating a male pt with myocardial infarction, the device advised shock but failed to discharge. Complaint indicated that the clinician obtained another device to continue treating the pt. Complaint indicated the pt subsequently expired.